Event description:
The reporter stated the infusion device leaked insulin from the plunger of the insulin cartridge. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).